Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal pulmonary vein isolation ablation procedure using a polarsheath they found blood leaking out of the handle. Once the sheath was in the left atrium and the dilator had been removed they saw blood was leaking out of the value and from the space where the end cap meets the handle. They exchanged the sheath, however, this second sheath also encountered the same issue. Once the second sheath had been inserted into the left atrium and the dilator had been removed blood started to drip between the end cap and the valve of the handle. They then replaced the sheath a second time and were able to complete the procedure without patient complications. It was reported the patient was stable throughout and after the procedure. Both sheaths are expected to be returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath

Manufacturer narrative:
The device was returned to boston scientific for analysis. No visible damage on the device, however, the blue cap had many deformations in the bonding. The device passed all standar aspiration, hemostasis valve, and air pressure test methods for leaks. A non-optimal slit location did not display any obvious surface tears. Although minor bubbles were observed, the clinical observation of blood leakage from the valve and side port could not be reproduced. Imperfections of the silicone valve may have contributed to the clinical event to fail while a polarx surrogate was inserted into the sheath. The blue cap was also detached from its place with large adhesive voids, which does not contribute to the valve leakage observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a paroxysmal pulmonary vein isolation ablation procedure using a polarsheath they found blood leaking out of the handle. Once the sheath was in the left atrium and the dilator had been removed they saw blood was leaking out of the value and from the space where the end cap meets the handle. They exchanged the sheath, however, this second sheath also encountered the same issue. Once the second sheath had been inserted into the left atrium and the dilator had been removed blood started to drip between the end cap and the valve of the handle. They then replaced the sheath a second time and were able to complete the procedure without patient complications. It was reported the patient was stable throughout and after the procedure. Both sheaths are expected to be returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.